Event description:
The account stated the bed dropped approx 1 inch at the head hi/lo section with a patient on the bed.

Manufacturer narrative:
The field technician found the air blower box coming into contact with the cross arm of the lift arm. He noticed paint was scraped from the bar and the blower box. The account checked all versacare beds and found 11 more beds with same issues, all deemed unsafe by hospital's admiral and taken out of service. Working with the accounts biomed, the technician found reversing the direction and installing brackets upside down, improved gap between the lift arm by almost 2 inches. The account returned the beds to service.